Event description:
Caller reported a cgm error 42 and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on performing a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully began their sensor session.